Manufacturer narrative:
Received 1 used silicone foley cather. The reported event was unconfirmed due to the product met specification. No obvious defects were observed on the sample received. Per functional evaluation, the balloon was inflated with 10cc of tap water mixed with blue methylene and no leakage was found. The catheter balloon was deflated by itself and the 10cc of water were recovered. Then water was injected into the drainage lumen and no leakage was found. Per dimensional evaluation the balloon symmetry was found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities. 3cc balloon: use 5ml sterile water. 5cc balloon: use 10ml sterile water. 30cc balloon: use 35ml sterile water. Do not exceed recommended capacities. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the silicone foley catheter leaked urine from the insertion site, less than 24 hours after insertion. It was reported that the silicone foley catheter came from a foley tray, but the product catalog number of the tray was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the silicone foley catheter leaked urine from the insertion site, less than 24 hours after insertion. It was reported that the silicone foley catheter came from a foley tray, but the product catalog number of the tray was unknown.